Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The swelling dissipated and the patient was discharged from the hospital. Medical professionals could not find a specific reason for the swelling but believe the patient requires no additional follow-up for this problem. The patient's device remains implanted. This is the final report.

Event description:
The patient reportedly experienced severe pain and swelling at her implant site. The patient was hospitalized. Testing showed that the device is functioning normally. The patient was advised by medical staff to discontinue use of the device temporarily.